Manufacturer narrative:
Other, other text: additional information: a2, a3, and b3. Device evaluation: one cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The issue was not duplicated but the history showed that there was a ? No disposable alarm". It was recommended to replaced the downstream occlusion sensor to resolve the issue.

Event description:
Information was received that a smiths medical cadd-legacy pump was beeping/alarming for tubing related issues. No adverse patient effects were reported.